Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 14may2019. Approximate age of device ¿ 15 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: specific causes for the reported sepsis and tachycardia, along with correlations to the device cannot be conclusively determined. The patient¿s post-op days were complicated by sepsis, which was diagnosed by a high white blood cell count of 12.4 and a lactic acid level of 1.3. A site and the specific cause of the infection was unknown. The patient also experienced tachycardia with a heart rate of 100 bpm at rest and systolic blood pressure of 88. The patient was given fluids and was monitored. The patient remains ongoing on vad support. No product available for investigation. Sepsis, infection, and cardiac arrhythmia are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced post-operative days complicated by sepsis. The patient was diagnosed with white blood cell count of 12.4 and lactic acid of 1.3. The site of the infection is not known. The patient also experienced tachycardia with heartrate of 100 beats per minute at rest and systolic blood pressure of 88. The patient was monitored and given fluids. No additional information was reported.